Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of neurologic dysfunction. The medical team believed the reported event to be related to the device and patient condition. Though transient ischemic attack (tia) is not considered a serious clinical adverse event this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient was admitted to the hospital via helicopter transport with neurological symptoms and aphasia lasting approximately 20 minutes. Stroke symptoms resolved upon admission. Computed tomography scan of the head showed no evidence of a mass, acute infarct, hemorrhage, or shift of midline. Carotid ultrasound did not reveal significant stenosis.  Electroencephalogram (eeg) was negative for interictal epileptiform features. The patient developed slurred speech with drop in mean arterial pressures on (B)(6) 2015 and was transferred to the intensive care unit. As of (B)(6) 2015, the patient had no further transient ischemic attacks (tias) or drops in mean arterial pressures.  Computed tomography angiography (cta) performed on (B)(6) 2015 demonstrated complete middle cerebral artery (mca) m1 occlusion at the bifurcation with some collateral blood flow suggestive of intracranial atherosclerosis. There were also varying degrees of stenosis less than 30-50% in both intracranial and extracranial vessels. The patient was completely asymptomatic at the time. The patient was discharged on (B)(6) 2015 when the patient was medically cleared and hemodynamically stable. The event was considered resolved. The primary investigator deemed the event as related to the lvad system and patient's condition and unrelated to the lvad procedure. No further information was provided.